Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +18.0d) was explanted from the right eye due to visual changes after use of a tanning bed without rxsight uv protective spectacles prior to any light treatments being performed. Clinical examination revealed a central area of elevation on the lens.